Event description:
In the middle of a vmat treatment (6x), hwfa of y2 jaw was activated. The user pressed enter to clear it and the jaw started to move to its planned position. Then the physicist tried to move the jaws from (y1-14cm, y2-10cm, x1-9cm, x2-8cm) to (y-1cm, x-1cm) to verify the hwfa. But they noticed that the ipsn does not activate. They decided to reload the plan and retried the same action, but the ipsn activates correctly by then. Thus the incident cannot be reproduced. Ipsn il does not activate as it should. Physicist used the manual control of clinac console keyboard to change both jaws field size from (y1-14cm, y2-10cm, x1-9cm, x2-8cm) to (y-1cm, x-1cm) to verify hwfa. But the ipsn failed to activate. There was a patient on the table at the time of the event. However, no report of serious injury.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.